Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was not impacted. The customer changed the supplies after the first occlusion and a system check was performed after the second occlusion. A cause of the occlusions could not be determined.